Manufacturer narrative:
Completed information for section a1 - patient identifier: sids (B)(6); all available patient information was included. Additional patient details are not available. The complaint investigation for false reactive alinity s anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, field data review, and device history record review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot and issue. Labeling was reviewed and sufficiently addresses the customer's issue. The overall reactive rates of ln 6p04-60, lot number 62159be00, at the customer¿s site, applicable peer sites, and across all 6p04 (ous) customer sites were collected and assessed. Across all 6p04 (ous) blood screening customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 62159be00 are within product requirements and comparable to other lots analyzed in comparison. Whole blood and plasma monitoring group: irr: 0.077%, rrr: 0.075%, irr - rrr: 0.001%, specificity: 99.925%. Peer sites: irr: 0.186%, rrr: 0.183%, irr - rrr: 0.004%, specificity: 99.817%. Customer¿s site: irr: 0.079%, rrr: 0.075%, irr - rrr: 0.004%, specificity: 99.925%. A malfunction was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. Based on the investigation the alinity s anti-hcv reagent lot 62159be00 is performing as intended. No systemic issue or deficiency of the alinity s anti-hcv reagent was identified.

Event description:
The customer observed false repeat reactive alinity s anti-hcv results for donor samples which were not consistent with nat testing. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive):sample ID (B)(6) collected on (B)(6) 2024(B)(6) 2024 sample run and results are repeat reactive. Initial result on analyzer (B)(6) = 2.32 s/co, repeat results on analyzer (B)(6) = 2.65 s/co, 2.79 s/conat result on cobas = nonreactiveconfirmatory ortho eia result = reactivesample tested on all three in-house alinity analyzers on (B)(6) 2025 for anti-hcv ii and all 3 results = nonreactive x3 as follows:result on as1233 = 0.03, result on as1234 = 0.03, result on as1215 = 0.04sample ID (B)(6) collected on (B)(6) 2024(B)(6) 2024 sample run and results are repeat reactive. Initial result = 2.19 s/co, repeat results = 2.28 s/co, 2.37 s/conat result on cobas = nonreactiveconfirmatory ortho eia result = reactivesample tested on all three in-house alinity analyzers on (B)(6) 2025 for anti-hcv ii and all 3 results = nonreactive x3 as follows:result on (B)(6) = 0.03, result on (B)(6) = 0.03, result on (B)(6) = 0.04 there was no impact to donor or patient management reported.